Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patients scs was explanted during a non-device related medical procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the scs explant was that the patient underwent rods replacement in the back. The patient was doing well postoperatively.

Event description:
A report was received that the patients scs was explanted during a non-device related medical procedure for an unknown reason.